Event description:
The set screw (p/n ps5.5-4001, lot#10672-01) is an implantable component utilized in conjunction with the pedicle screw and rod. It is a part within the agoge pedicle screw system. The incident at hand involved five (5) set screws that would not properly thread and tighten into the pedicle screw cups. The surgeon was working to implant six (6) full pedicle screw assembles. The five (5) set screws in question were each tried in one (1) of two (2) pedicle screws. The various attempts with multiple set screws in the same two (2) pedicle screw cups resulted in cross threading and splaying. A contributing factor to the cross threading and splaying was the rod not being fully seated into the tulip. The five (5) set screws that were unsuccessful in implantation, as the two (2) compromised pedicle screws, were returned to the MFR on (B)(4) 2013. After various unsuccessful attempts, the surgeon was eventually able to fully implant all six (6) pedicle screw assemblies utilizing other set screws and pedicle screws from the same lots. Due to the incident described, the surgery was prolonged by fifteen (15) mins.